Event description:
(B)(4): it was reported a pre implant power on reset (por) message. A physician reset occurred and the por message was cleared. The device was implanted and the patient received successful therapy. It was further reported that por message was probably from shipping of the device. If further information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).